Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose (levels (190-209 mg/dl). Customer received a shutdown alarm and forgot to fill the cannula when the infusion set.